Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the event was updated to serious injury. No further actions or reports will be forthcoming.

Manufacturer narrative:
It was initially reported that during a coil embolization procedure, the first coil could not be detached, although many attempts were made and still failed. The coil was broken inside the mc during removal. But additional information indicated that the coil detached inside the microcatheter and flush was used to place the coil in the aneurysm. Additionally, other coils were used to complete the surgery, and no adverse event occurred. The device was not returned for analysis. An ev3 microcatheter was used with the device, and after the event, the same microcatheter was used to complete the procedure. An enpower detachment control box and enpower cable were used with the coil, and pre-deployment electrical check was performed prior to inserting in the patient. The test passed, and no low battery light was seen during case. Fault light was seen during case, but upon pressing the power button, all lights illuminated, and the green system ready light illuminated. During detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appeared to fit properly without application of excessive force, and the same connecting cable and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.). The aneurysm was regular and located in the pcom internal carotid artery with size 3.2mm x 3.3mm. No further information was provided the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the product the reported events of failure to detach and premature detachment could not confirmed. It is possible that procedural factors may have contributed to the event; additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is fro complaint (B)(4).

Event description:
It was reported that during a coil embolization procedure, the first coil could not be detached, although many attempts were made and still failed. The coil was broken inside the mc during removal. The surgeon had to change new coil to complete the surgery. No adverse event occurred. The device will be return for analysis, the aneurysm was located in the internal carotid artery with size 3.2mm x 3.3mm.